Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was discolored. This report is made based on the results of evaluation completed 12/15/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: during testing, the pump was powered on successfully but the display screen was observed to be discolored. Unrelated to the display screen issue, the pump keypad was observed to be peeling at the ok button; all buttons were confirmed to be responding appropriately to presses and no contamination was observed under the key contacts.